Manufacturer narrative:
Initial 4 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported connector on infusion set cannula housing is very difficult to disconnect when needing to remove site to shower event occurred on 19-mar-2026. Patient replaced infusion set and resumed insulin deliveries successfully.